Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1v2yb, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1v2yb, ubd: 28-sep-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient slipped on the stairs and fell down on her tailbone on december 25th. She followed up with doctor's office and an impedance check was performed. Impedance showed over 4000 on all. Doctor advised to turn the device off and to revise the lead. The issue was resolved at the time of this report. The lead was completely explanted and replaced. There were no further symptoms or complications reported or anticipate.